Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that it was difficult to get good adjustments to the problematic ins and the neuro sense programming was not successful but the patient has fallen so it could be because of that. In addition, sometimes the stimulation stops and gives service code 310, some connection problem, on the patient controller. Then, immediately after contacting hospital¿s programming tablet, the message "the device has been reset" appears. It was not, as all previous information and adjustments can be found. Impedances were fine between 1200-1300 ohms, contact could be made. No interventions/actions were taken. The issue was not resolved. No surgical intervention occurred. Additional information received clarified that "neuro sense programming was not successful" meant could not find evoked compound action potential (ecap). Patient was not receiving therapeutic effect, also st ated as loss of therapy. Service code 310 was received when trying to get contact with the ins. No other error codes were seen. Patient was not exposed to any high sources of emi. The ins was not depleted. Cause was unknown. Action taken to resolve was impedance c hecked handset will be replaced, and MRI will be taken. Event did not resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient will have an MRI on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that it was unknown when the issues first started. The results of the MRI showed the lead was loose in the port. Action taken was the lead was unscrewed and tighten again. Event resolved.